Event description:
It was reported that a ventilator "went inoperative while still on the patient". The patient was reported to have been removed from the device and placed on an alternate ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Though requested, additional information has not been obtained by the manufacturer.